Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. There was no blank display noted during testing. There was no damage found on the lcd isolation tape. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 369 mg/dl at the time of incident. The insulin pump will be returned for analysis.